Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two open and oozing wounds under the right and left electrodes. It was reported that the patient had chest tubes and the lifevest exacerbated the patient's pre-existing skin condition. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised that the she would need to put dressing on the wounds. Follow up indicated that the patient's skin irritation improved with the use of the patches that the nurse provided for the skin irritation.